Event description:
It was reported that the customer experienced a blood glucose (bg) level of 575 mg/dl. Bg level was addressed with a manual injection. Bg cause was unknown. A system check was performed, and it was found that the customer's insulin was not stored properly. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the insulin user guide: "vials: after initial use a vial may be kept at temperatures below 30°c (86°f) for up to 28 days, but should not be exposed to excessive heat or light. Opened vials may be refrigerated."